Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye showed that the product was dry. A red spot (particulate matter) between the o-ring sealing and the header cap was visible. The reported failure was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been initiated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to treatment, a foreign matter was observed at the blood header of a polyflux 140h. There was no patient involvement. No additional information is available.